Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation - customer returned only one test strip, unable to test. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 191, 219 and 202mg/dl. The customer¿s expected fasting afternoon and evening blood glucose test result is 110mg/dl and expected non-fasting afternoon expected blood glucose test result is 158mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2022 and open vial date is two weeks prior to call. The meter memory was reviewed for previous test result history: (B)(6).